Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the site and confirmed that the reported issue was resolved after correcting the instrument set-up, and they had no further issues after completing the set-up. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the endoscope flipped on its own during the procedure. Tse reviewed logs and found error #282 for universal surgical manipulator (usm) #3. The customer stated that the caller was pressing the patient clearance button and adjusting the usm to get more room between the other two usms when it occurred. Tse informed caller that the caller could have caused an issue with the camera horizon and flipping the zero horizon that might have caused the endoscope to flip. The procedure was completing as planned with no reported injury.